Event description:
It was reported that the programmer's universal serial bus (usb) ports were ineffective and that the back flap on the case needed to be replaced. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the universal serial bus (usb) ports were ineffective, the programmer was unable to print externally via the usb. Software was reloaded. Analysis also confirmed that the power cord bay door assembly was broken and it was also replaced. Analysis also found the keyboard latch broken, the left keyboard hinge was broken, the upper hinge plate was damaged, the link electronic module (lem) board radiofrequency (rf) connector was damaged, the system fan was noisy and the power cord was missing. All found defective parts were replaced and the lem board calibrated. (B)(4).